Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing in the way of noise. The physician suspected an impending insulation breach. As a result, the patients pacing was adjusted to unipolar. The clinic is monitoring the patient's rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076-45 implantable pacing lead, implanted: (B)(6) 2004; product ID addrl1 implantable pulse generator (ipg), implanted: (B)(6) 2012. (B)(4).